Event description:
Following surgery, table was being returned to normal from reverse trendelenberg procedure. While pushing the level button, the table foot board moved past level position. The patient's feet were noted to be in an awkward position. The foot board was returned to level position. No injury was immediately noted. Following the procedure, the patient complained about bilateral foot pain. Radiology revealed a small, non-displaced fracture in the lower fibula on the right foot. No injury was noted to the left foot. The table was removed from service.